Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence, urge incontinence, and urgency frequency. It was reported that the trial was initiated on (B)(6) 2026. It was reported that they got up today, without emptying their bladder, been up since 11am today (B)(6) 2026, dressing was really itching badly. Edged touching the tagaderm. Having itching problem since the test started and its getting worse. The patient reported discomfort/soreness/pinching. The patient was advised to contact doctor if symptoms persist. The issue was not resolved and it was still ongoing.

Manufacturer narrative:
B2: other: urinary retention. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.